Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best our knowledge.

Event description:
The customer stated that she programmed a bolus, but the insulin pump did not deliver it. The customer's blood glucose reading was 529 mg/dl. The history files were checked, and there was no record of the bolus being delivered. The customer was advised to monitor the insulin pump and call back if the problem recurs. Nothing further was reported.